Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low pacing impedance and during testing with the analyzer cables, the "baseline did not become flat and intracardiac potential could not be measured." The lead was tested again, however, low impedance was still observed and it was suspected there was an air block at the screw. The lead was removed from the vessel, coated in saline solution and reinserted into the vessel and the helix was extended and retracted, but no changes were seen in the measurements. It was noted when the lead was not fixed to the cardiac cavity, the pacing impedance was high and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.